Manufacturer narrative:
E1 establishment name: (B)(6) hospital. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the single use mechanical lithotriptor v tip tore when it was inserted into the forceps mouth. No pieces of the device fell off. The issue was found during an unidentified therapeutic procedure which was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to one or more of the following: 1) an attempt was made to insert the device into the endoscope while using the guide wire. 2) when the angle between the distal end and the guide wire was large, the device was inserted into the endoscope. 3) a force exceeding the resisting force was applied to the guide wire tip. This caused the guide wire tip to tear. However, the definitive root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: "·when using the guide wire, insert the instrument with its distal tip in parallel with the guide wire while holding the distal tip. Be careful not to forcibly insert the instrument with a sharp angle between the distal tip and the guide wire. This may damage the distal tip." Olympus will continue to monitor field performance for this device.

Event description:
The issue was found during an endoscopic lithotripsy, therapeutic procedure. There was a 2 (two) minute delay.